Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly as the seal remained in the loading device upon removal of the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly and the anchor tab were inside of the delivery device tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).